Manufacturer narrative:
(B)(4). Evaluation: the inserter and implant were returned. There was no visible damage to the implant. The inserter knob would turn freely without deploying the implant. The device was taken apart and the weld of the shaft was broken. The device was inspected and the weld joining the shaft with thread stud was broken. When this weld broke, turning the knob would not extend or retract the weldment.

Event description:
As reported, "quattro link was implanted, when removing inserter, implant would not release". The implant was then removed and the hole was left unfilled. The procedure was for a rotator cuff repair. Surgical technique was followed and the procedure was delayed for 5 minutes.

Event description:
It was reported that quattro link was implanted, when removing inserter, implant would not release. The implant was then removed and the hole was left unfilled. The procedure was for a rotator cuff repair. Surgical technique was followed and the procedure was delayed for 5 minutes.

Manufacturer narrative:
Complaint # (B)(4). UDI# : (B)(4). This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. The device was inspected and the weld joining the shaft with thread stud was broken. When this weld breaks, turning the knob would not extend or retract the weldment. DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation results concluded that the reported event was due to over-rotating the knob during deployment and not pressing the release. The weld would break and cause the knob to spin freely. Based on the investigation done this is the most likely cause of the failure. Per the IFU (70392); "turn the knob on the proximal end of the inserter clockwise until it stops."if the knob is turned beyond this, the weld may break. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.